Event description:
Dealer stated that the fork allegedly folded when going down a ramp. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model sd2028f, serial number/date code (B)(4) is a wheel fork for an unknown tracer wheelchair. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.